Manufacturer narrative:
Device 3 of 7. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. A batch record review was conducted resulting in the following: review of the device history record (DHR) showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. No samples or photo was received related to the complaint. A non-conformance has been raised to address this complaint issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported a new case of a poorly lubricated catheters gentle catheter (gc) air were received. As part of a pilot program, a nurse did a test with a user but, the catheter came dry out, so there was no activation. They further reported that they opened around ten other catheters from the box, and six catheters were almost dry.